Manufacturer narrative:
Awaiting additional details on the event in order to complete the analysis. Hospital did provide a film for the investigation.

Event description:
Hospital reported that the advanta stent was broken after one month on a type iii endoleak (secondary).